Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that rewarming in hypothermia to targeted temperature (tt) was 37c and the arctic sun device keeps giving 02 (low flow) alert. They have tried disconnecting and reconnecting, but water flow rate (wfr) stays at 0 l/m. Patient temperature (pt) was 35.3c and 4 pads were connected. Walked through stop therapy, drain and disconnect of all pads. Placed device in manual control at 38c. After a couple of minutes, system diagnostics with no pads, outlet monitor temperature (t1) was 10.2c, outlet control temperature (t2) was 10.0c, inlet temperature (t3) was 10.8c, chiller temperature (t4) was 7.5c, water flow rate (wfr) was 0 l/m, inlet pressure (ip) was -7 psi, circulation pump command (cpc) was 51 percentage, mixing pump command (mpc) was 0, heater command (hc) was 0, water reservoir level (wrl) was 5, system hours were 1028.2, pump hours were 841.4. Device alerted 02 (low flow) and then 41 (low internal flow). Advised to swap out device and send to biomed labeled 41 & 2 for evaluation of flow meter. Sn # (B)(6). Per sample evaluation results on (B)(6)2025, inverted enter password message appeared after sanitization cycle, used u.I. To complete decon. Per sample evaluation results on (B)(6)2025, circulation pump head also contributed to the reported flow issue.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed circulation pump head. The device was evaluated upon receipt. Circulation pump head contributed to the reported flow issue. Replaced circulation pump head. Arctic sun stat passed all performance testing, and electrical safety tests and is functioning properly and ready for use. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Corrections: d, e, f, h UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that rewarming in hypothermia to targeted temperature (tt) was 37c and the arctic sun device keeps giving 02 (low flow) alert. They have tried disconnecting and reconnecting, but water flow rate (wfr) stays at 0 l/m. Patient temperature (pt) was 35.3c and 4 pads were connected. Walked through stop therapy, drain and disconnect of all pads. Placed device in manual control at 38c. After a couple of minutes, system diagnostics with no pads, outlet monitor temperature (t1) was 10.2c, outlet control temperature (t2) was 10.0c, inlet temperature (t3) was 10.8c, chiller temperature (t4) was 7.5c, water flow rate (wfr) was 0 l/m, inlet pressure (ip) was -7 psi, circulation pump command (cpc) was 51 percentage, mixing pump command (mpc) was 0, heater command (hc) was 0, water reservoir level (wrl) was 5, system hours were 1028.2, pump hours were 841.4. Device alerted 02 (low flow) and then 41 (low internal flow). Advised to swap out device and send to biomed labeled 41 & 2 for evaluation of flow meter. Sn # (B)(6). Per sample evaluation results on (B)(6) 2025, inverted enter password message appeared after sanitization cycle, used u.I. To complete decon. Per sample evaluation results on (B)(6) 2025, circulation pump head also contributed to the reported flow issue.